Event description:
It was reported that the user experienced an insulin delivery occlusion alert during a meal bolus, received approximately 56% of the intended dose, and subsequently had elevated blood glucose readings of 264 mg/dl; initial troubleshooting included dismissing the alarm, disconnecting to push units through the tubing, reattaching, and later performing multiple fingersticks that showed persistent hyperglycemia until the infusion site was changed. Customer care provided support that included remote troubleshooting, and guided infusion site change. Investigation of this case revealed an insulin delivery occlusion consistent with a pump occlusion alarm that was not resolved by clearing the line but was resolved by changing the infusion site, indicating the issue was likely related to the infusion path rather than the pump electronics. No clinical symptoms associated with hyperglycemia reported. Outcomes included resolution of the hyperglycemia following the site change without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with an occlusion leading to hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.